Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer was using pump auto mode at the time of the incident. The pump gave 27 units to cover a high. The customer used candy and food to treat. The customer experienced symptoms such as being unresponsive and loss of consciousness. The customer was wearing the insulin pump during the incident. The pump was uploaded by the customer's hcp and 27 units was found that was delivered without the customer's knowledge. Troubleshooting was completed but did not resolve the issue. The customer lost a lot of weight and was diaphoretic. The insulin pump will be returned for analysis.